Event description:
Device evaluation: the meter involved with this complaint has ben returned and evaluated by lifescan product analysis on 10/1/2014 with the following findings: the meter was found to have a dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report wil be submitted. At this time, lifescan considers this mater closed.